Manufacturer narrative:
Additional information: did the clip fall into the patient? - no. If yes, how was the clip retrieved? - n/a. Which firing of the device did this event occur on? - at the 1st firing. What vessel or structure was the device fired on at the time of the event? - cystic duct or cystic artery. Was the clip fully advanced into the jaws prior to firing? -- the information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? -- the information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? -- the information was not provided from the hospital. Were any unexpected noises heard? -- the information was not provided from the hospital. If so, when? -- the information was not provided from the hospital. Did anything unexpected happen prior to this incident? -- the information was not provided from the hospital. Was the device fired after this incident in or out of the patient? -- yes. What were the indications for surgery? -- the information was not provided from the hospital. What was found? -- the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? -- the information was not provided from the hospital. If so, what? -- the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? -- the information was not provided from the hospital. If so, whom? -- the information was not provided from the hospital. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.